Event description:
It was reported that a continuous glucose monitor (cgm) error 42 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information to the customer through email, and a follow-up was pending.